Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, one of the pedals of the seal collapsed and fell into the pt. They were able to remove the pedal from the pt. Other device used to complete the case.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.